Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received watchdog timeout alarm and the buttons were unresponsive. The customer reported that there was a constant tone as well. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act and down arrow buttons due to flattened button dome switches. No unlock lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify watchdog timeout alarm due to button keypad anomaly. No constant tone alarm noted. The insulin pump had minor scratched display window, broken battery tube threads and cracked reservoir tube lip.